Event description:
It was reported that the user experienced a hypoglycemic event while traveling, with a self-reported blood glucose in the 40s mg/dl, attributed to inconsistent meal timing, and subsequently self-treated with glucose tablets and liquid, which led to rebound hyperglycemia due to overtreatment. Symptoms included feeling low around 75 mg/dl, consistent with hypoglycemia awareness, and the user had adjusted phone notifications accordingly. Outcomes included self-management without hospitalization. Investigation included case review and verification of device data, during which no lows were observed in the available report for that day. Investigation of this case revealed no device malfunction and suggested user-driven factors related to meal variability and overtreatment as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user circumstances rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.